Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3966, lot# la4920, implanted: (B)(6) 2002, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).

Event description:
It was reported that the patient had stimulation in the wrong location. The patient had spine surgery on (B)(6) 2014 and had the stimulator turned on during the surgery. It was reported that yesterday the patient could feel the stimulation in a strange place and was feeling the stimulation in their right buttocks. It was noted that the stimulator was placed in the left buttocks. The patient decreased the stimulation and the stimulation sensation in the buttocks was not painful it was just annoying. It was reported that the patient had an appointment on (B)(6) 2014 to have the device checked. The patient wanted to know if they should turn the stimulation off until then and their health care provider¿s (hcp¿s) office suggested turning it off until the appointment.